Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2026. The hcp stated that the patient walked into the office today and the device has completely pulled off their back and was in the box. The patient has some blood on their back where it was pulled off. The patient's back bleed when they touched it. They were trying to get a hold of the doctor who did the surgery at a different location. Caller was wanting to know if it was an emergency situation and needs to be looked at as soon as possible (asap) or if this scenario can wait until tomorrow. The issue was not resolved through troubleshooting. The caller was redirected to the healthcare provider to further address the issue and redirected to nas to page manufacturer representative (rep) for assistance since healthcare provider (hcp) was not available at the moment..".

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial#, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2026. It was reported that they accidentally pulled the wire. They got no leads attached message. There was migration, lead moved, or wire moved. It was unknown whether there was a connector migration. It was unknown whether the product migrated around or entangle internal organs. The agent advised to contact their doctor, if symptoms persist. They experienced loss of stimulation. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.